Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that device reset occurred, leading to the device operating in bvvi mode.

Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.